Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their top tooth is loose. Their bottom tooth makes contact when they eat and bite down. They are concerned about the top tooth being pushed on and becoming super loose. Provided information on mobility and requested video for review. Patient stated they send video and information. Information received and advised a bite rest due to original bite not being articulated correctly and mobility concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.